Event description:
New information available on 3/20/02018 states that, the patient was syncopal during the initial period of asystole and then was stable due to temporary pacing until the device was replaced. The patient remained stable throughout and post procedure.

Event description:
It was reported that the pacer-dependent patient presented remotely via merlin.net transmissions. It was noted that there were two episodes of non-sustained right ventricular oversensing due to noise oversensing. The patient presented in clinic on (B)(6) 2018. The noise was not reproducible. On (B)(6) 2018, there were episodes of non-sustained ventricular tachycardia due to noise. On (B)(6) 2018, the patient presented in the emergency room feeling unwell and experiencing a presycopal episode. It was noted that pacing was inhibited due to noise oversensing. X-rays showed no obvious lead defects. The patient was admitted in the hospital. It was noted that the patient had multiple seconds of asystole. The implantable cardioverter defibrillator was explanted and replaced using the existing high voltage lead. The physician suggested device malfunction. The patient was stable.

Manufacturer narrative:
Device was tested on the bench and analysis was normal. No anomalies were found.